Event description:
The customer reported to olympus that during preparation for use the camera head on the endoscope blacked out. After replacing the camera head with a similar device, the problem was resolved. There were no reports of patient harm.

Manufacturer narrative:
The subject device referenced in this report has been received; however, the evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.